Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were sticking and the screen was hard to see. The customer dropped to around 20 mg/dl at one point and had family to help maybe 2 years ago. The customer declined to transfer to helpline. The device was not returned.